Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a valve-in-valve case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position in a degenerated 29 mm non-edwards surgical valve implanted 6 years ago. During the procedure, after the deployment of the 26mm sapien 3 ultra valve, a massive regurgitation was observed, and a post dilatation was performed with the same delivery system with additional 3 ml without regurgitation changes. To better understand the nature of regurgitation, a transesophageal echo was performed, and a central leakage was detected. Frozen leaflet was suspected, and an attempt was made to mobilize the leaflets with no result. It was decided to implant a second 26mm sapien 3 ultra valve with perfect results. The patient is fine.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that in this case the thv was implanted in a non-edwards transcatheter heart valve in aortic position. In italy (EU region), the sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve replacement only. The IFU and training manuals reviewed are for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for a s3 ultra implant using a commander delivery system. Based on the review, no IFU or training deficiencies were identified. As the complaints for valve central regurgitation and valve leaflet motion restriction were unable to be confirmed, a complaint history review is not required. Aortic thv-in-thv procedure using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not indicated for use in italy (EU region). The risk management file captures risks for indicated device use only. The review of the risk management file is complete. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaints for valve central regurgitation and valve leaflet motion restriction were unable to be confirmed as relevant information/imagery was not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was a viv case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position in a degenerate evolut r 29 mm implanted 6 years ago. During procedure, after the deployment of the 26mm sapien 3 ultra valve a massive regurgitation was observed, and a post dilatation was performed with the same delivery system with additional 3 ml without regurgitation changes. In order to better understand the nature of regurgitation a tee echo was performed and a central leakage was detected. In the hypothesis of the leaflet freezing it was tried to mobilized them with no result." Central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over/under inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflet and cause central regurgitation. In this case, regurgitation was noted immediate post-valve deployment, which could be potentially due to the above-mentioned factors. However, a root cause for the regurgitation observed initially could not be determined due to insufficient information. To resolve the observed leak, the valve was then post-dilated with extra 3cc; however, it did not improve regurgitation. Per training manual, 'central ar' is a risk associated with post-dilation. Furthermore, it was reported that frozen leaflet was confirmed with imaging. It is possible that post-dilation stretched leaflet(s) leading to the immobile leaflets, and central regurgitation. As such, available information suggests procedural factors (post-dilation) may have contributed to the reported events.

Event description:
As reported from our affiliates in germany, this was a valve-in-valve case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position in a degenerated 29 mm non-edwards surgical valve implanted 6 years ago. During the procedure, after the deployment of the 26mm sapien 3 ultra valve, a massive regurgitation was observed, and a post dilatation was performed with the same delivery system with additional 3 ml without regurgitation changes. To better understand the nature of regurgitation, a transesophageal echo was performed, and a central leakage was detected. Frozen leaflet was confirmed with imaging and an attempt was made to mobilize the leaflets with no result. It was decided to implant a second 26mm sapien 3 ultra valve with perfect results. The patient is fine.

Manufacturer narrative:
Updated sections b5 and h6- device code.